Event description:
It was reported that the patient had a two missing contacts on the paddle lead.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a two missing contacts on the paddle lead. Additional information was received that the missing contacts of the paddle lead was confirmed thru x-ray.